Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump correction factor setting had been incorrectly entered as 1:6 instead of 1:36. Tandem technical support assisted customer with correcting the setting, and advised customer to consult their healthcare provider regarding settings adjustments. Customer's blood glucose was 90 mg/dl.